Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. Lot number not provided so DHR review not possible. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. The root cause of the skin irritation cannot be determined.

Event description:
It was reported that end user developed an erythematous red rash under the tape border of the ostomy barrier. The end user was prescribed kenalog spray to treat the area.